Event description:
In 2008, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Two months later, the patient underwent an additional procedure to coil embolize the aneurysm sac and inferior mesenteric artery. Early the same month, the patient underwent another procedure to repair a contained, hemodynamically stable rupture, attributed to persistent type ii endoleaks through the lumbar arteries. The rupture was repaired without removing the devices. The patient is stable with no further complications.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications. Contained aneurysm rupture, due to type ii endoleaks.